Manufacturer narrative:
H.6. Investigation: one sample was returned for investigation. The root cause of the customer¿s complaint of over infusion was not identified. However, previously investigated complaints for the same failure mode determined that a check valve failure in the primary set can lead to backflow. The failure can be caused by a particulate, off-center membrane or disk/diaphragm pinch that can cause the valve to remain open allowing backflow to occur. While off-center membrane and disk/diaphragm are supplier issues, the presence of particulate is unknown. The root cause was not definitively determined. A device history record review could not be performed because a lot number was not provided by the customer. The root cause was not definitively determined. A quality memo was sent to the supplier for further investigation. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d 2ss cv pump infused too fast. The following information was provided by the initial reporter: material no.: 2420-0007 batch no.: unknown. It was reported the pump infused decitabine secondary infusion too fast. Verbatim: one of my nurses went to hang a bag of decitabine on a secondary line today and noticed that it was running very fast even though the pump had been programmed correctly. We have the decitabine, the secondary line, and also the pump set aside. Do we keep the decitabine attached or discard? I will ask her to enter an si with what happened and the pump #. Unfortunately, she does not have the packaging from the line. Started decitabine at 1323 after chair side verification with second rn. Check include verification of channel settings and start of medication drip. When the pump channel was started the chemo drip was witnessed and was obviously dripping to fast. The pump was stopped, secondary line and primary line were immediately clamped. The tubing, channel and pump were taken out of service.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. FDA device problem code: 2964. FDA patient problem code: 2199.

Event description:
It was reported that as lvp 20d 2ss cv pump infused too fast. The following information was provided by the initial reporter: material no.: 2420-0007. Batch no.: unknown. It was reported the pump infused decitabine secondary infusion too fast. Verbatim: one of my nurses went to hang a bag of decitabine on a secondary line today and noticed that it was running very fast even though the pump had been programmed correctly. We have the decitabine, the secondary line, and also the pump set aside. Do we keep the decitabine attached or discard? I will ask her to enter an si with what happened and the pump #. Unfortunately, she does not have the packaging from the line. Started decitabine at 1323 after chair side verification with second rn. Check include verification of channel settings and start of medication drip. When the pump channel was started the chemo drip was witnessed and was obviously dripping to fast. The pump was stopped, secondary line and primary line were immediately clamped. The tubing, channel and pump were taken out of service.